Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block h6: medical device code a15 captures the reportable issue of clip did not deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that only the clip assembly was returned with one of its arms bent. It was observe that the yoke was returned detached from the control wire. Microscope examination was performed, and it was confirmed that the yoke did not have evidence of damages. It was also found that the clip assembly had no evidence of activations, as the yoke was detached from the control wire. No other issues with the device were noted. Based on the returned condition of the device, during device manipulation or during the procedure, it is likely that a tangential force was applied to the clip arms against the tissue or a surface, causing the clip arm bent and consequently when the customer pulled back the handle to perform the deployment, the clip could not perform the movement through the capsule and the yoke got detached from the control wire before the first activation of the clip assembly. It is important to mention the IFU states that "applying tangential pressure to an opened or closed clip may result in the clip separating from the catheter and potentially kinking or damaging the device". The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip did not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip did not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.